Event description:
When entering patient demographic information into the machine, the entry is limited in the number of characters which are allowed to be entered. The character limit is 16 for the patient last name, and 10 for the first name. This inhibits the correct identification of the patient with the electronic medical record. Manufacturer response for electrocardiograph, mac (5500) hd electrocardiograph (per site reporter). No work around or fix is available.